Event description:
The event occurred during a diagnostic procedure. A slight delay (only one minute longer under anesthesia) to allow switching to a competitors device to conclude the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 of the initial medwatch the information was inadvertently left out. The device was manufactured in september 2022.however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to repeated cleaning and sterilization cycles, water ingress over time may occur. In addition, the internal wire may become disconnected or damaged due to mechanical vibration of the spl probe. The event can be detected by following the instructions for use (IFU) section which state: the shockpulse IFU (instructions for use_spl-IFU_an) states: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance" (page 3) and "a back-up transducer and probe should be sterilized and available prior to beginning a procedure" (page 4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the shockpulse lithotripsy transducer. Did not work when pressing the output power button. The event occurred during a therapeutic kidney stones procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.